Manufacturer narrative:
08/06/1999 supplemental #1 sent to FDA. Device not available for evaluation.

Event description:
The product was used during a thorascopic bullectomy procedure. Reportedly, the instrument was difficult to close. The surgeon was able to complete the procedure with the instrument. The hosp has reported no patient injury occurred.